Manufacturer narrative:
No product was returned for inspection. A device history review was performed on the implant and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. No device lot number for the iunihg screw was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite tm hexed screw it is recommended to torque at 20ncm. Risk management files were reviewed for the iunihg screw and the following hazardous situations were identified regarding screw fracture: inadequate treatment planning, misunderstood or overlooked instructions for use. Torque applied during placement/seating exceeds recommended value. Clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage. Customer has provided x-rays. It can be seen that the screw is confirmed to be fractured at the middle of the threaded region and stuck inside the implant. A large void is seen between the base of the abutment and the fractured piece of screw, suggesting the construct is significantly less stable. Complaint is therefore confirmed. Probable causes for the complaint could not be determined.

Manufacturer narrative:
Item lot# was not provided/unknown. Device not being returned for evaluation. Implant nint511 was discarded by the customer. Xrays were submitted by the customer.

Event description:
The customer reported that the abutment screw (iunihg) broke in patients mouth and they were unable to retrieve it so they had to remove the implant (nint511) and place graft. Tooth location #20. Patient will have to return to place another implant.